Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: colon cancer. Event description: [name] medical center. "During surgery, when loading clips for vessel ligation, after the first clip was successfully applied, the device failed to load on the second and third attempts." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which showed that the clips were not loading into the jaws. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device by the user in combination with excess lubrication inside the device. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may led to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: colon cancer. Event description: [name] medical center. "During surgery, when loading clips for vessel ligation, after the first clip was successfully applied, the device failed to load on the second and third attempts." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.